Event description:
It was reported that an occlusion alarm occurred, prompting a visit to the emergency room and subsequent hospitalization of the customer. Estimated blood glucose levels were reported in the 300's, indicating an adverse impact on the customer's blood glucose level. The customer received treatment with IV fluids and insulin, successfully resolving the issue, and subsequently changed the infusion set and cartridge to resume insulin therapy. There was no injury or permanent damage reported, but the presence of ketones was deemed dangerous by healthcare professionals.